Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection and functional testing which included leak testing, clear passage test, clamp function testing was performed with a hole in the tubing identified. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was damage to the tubing of the minicap transfer set. This was found during use. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.